Event description:
On (B)(6) 2011, pt with a femur fracture underwent an intertrochanteric nailing procedure. Post-op, the nail shifted, the helical blade cut out and the fracture collapsed. During revision surgery on (B)(6) 2011, surgeon discovered an infection and believes this lead to the collapse of the fracture. The nail, blade and screw were explanted. Pt is elderly and bed-ridden. This report is # 2 of 3 for the same event.

Manufacturer narrative:
A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti helical blades was processed through the normal manufacturing and inspection operations with no non-conformances, scrap or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted.